Event description:
It was reported by a peritoneal dialysis (pd) nurse, the husband of a patient just received the product notification letter regarding the liberty cycler. The husband stated he should have received the letter before his wife's death. Previously on (B)(6) 2012, the patient was in the clinic for her monthly visit. The staff indicated tha the patient was looking good and there were no cycler complaints reported. On (B)(6) 2012, after treatment, the patient complained of chest pain and was taken to the hospital via ems and expired while en route to the hospital.

Manufacturer narrative:
A clinical investigation was performed. In regard to the patient's death, the nurse indicated that the death was due to cardiac arrest. Also, the patient's nephrologist indicated that the cause of death was cardiac and unrelated to the liberty cycler on her pd therapy. The clinical investigation concluded that there was no information to reasonably suggest that the cycler caused or contributed to the patient's death. The patient was not connected to the cycler at the time of death. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection was performed and the device was in good condition. A simulated treatment was completed without any alarms or noted problems. The system air leak test, valve actuation test, and scale calibration check passed. The device was determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported patient death.